Manufacturer narrative:
(B)(4). Based on the reported information, the reported stent dislodgement appears to be related to operational context. The undeployed graftmaster stent likely interacted and became caught on the previously deployed xience v stent when the devices backed out of the anatomy. During manufacturing, all stent delivery systems are 100% inspected for stent damage and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper stent dislodgement force. A review of the device history record for the reported lot revealed no nonconforming material records. Also, a query of the complaint database for the reported lot revealed no other incidents reported for stent movement/dislodgement. There is no indication of a product quality deficiency. The xience v stent referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat the mildly tortuous, non calcified right coronary artery (rca). After predilatation was performed on the lesion, the guide wire was placed inadvertently down the acute marginal, instead of the rca, after which the xience v stent was advanced and deployed. At this time it was noticed that the stent had been deployed in the wrong artery, which was small, causing a dissection, which ultimately turned into a perforation. Pericardiocentesis was performed, and after additional ballooning, the graftmaster stent was selected for treatment and crossed through the lesion; however, at this time, the devices backed out of the artery, and after retraction of the graftmaster stent delivery system, the stent implant was not on the balloon. On angiography, the stent implant was noted to be hung up on the deployed xience v stent in its undeployed state. The decision was made to refer the patient for surgery, during which disease in the left anterior descending artery was treated with bypass surgery and a saphenous vein graft to the rca was performed, bypassing the graftmaster which remains in the patient. The patient was discharged on (B)(6) 2012 and reported to be well. No additional information was provided.